Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia procedure, a cardiac perforation occurred. While mapping the left ventricle, the patient became hypotensive and an echocardiogram revealed a cardiac perforation between the left and right ventricle. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Event description:
Additional information received indicated the pericardial effusion was due to blood oozing from the ablation site due to thinning of the left ventricle where a pre-existing aneurysm was present. No perforation was thought to have occurred. The patient recovered and was discharged with no further complications.